Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. While on support, it was noted that the purge flow had decreased, and the purge pressure was high due to the purge system being blocked. The clinician replaced the purge cassette, performed stop/start and replaced the automated impella controller, which did not resolve the high-purge pressure issue. The decision was made to replace the impella cp pump. No patient harm was reported.

Manufacturer narrative:
The investigation into the high purge pressure has been completed. The data logs were returned and show that the pump was inserted prior to priming the pump. High purge pressure was immediately observed during the priming and initial ramp up of the pump. The product was returned, and biomaterial was found in the purge gap. The root cause of the high purge pressure was determined to be biomaterial ingested into the purge gap during insertion as the pump was not primed before insertion. The failure is user related due to improper technique. This report is being filed as part of a retrospective review of historical records.